Manufacturer narrative:
Concomitant medical products: product ID: adsr01, serial #: (B)(4). Implanted: (B)(6) 2012, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.